Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the infusion set was leaking at the headset. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.